Event description:
It was reported the device header block was found completely separated from the pulse generator at explant. As a result, the device was exhibiting undefined impedances, no capture and no pacing. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: visual analysis upon receipt revealed that the connector block was detached. The cause of the no atrial output while implanted was a fractured atrial feedthrough wire caused by the connector block becoming detached. The exact cause of why the connector separated is unknown. It was reported the device header block was found completely separated from the pulse generator at explant. As a result, the device was exhibiting undefined impedances, no capture and no pacing. The device was replaced. No patient complications were reported as a result of this event. Electrical tests performed actual device involved in incident was evaluated mechanical tests performed, visual examination, component/subassembly failure device was out of specification in a manner that relates to event capture, failure to impedance, high pace, failure to.